Event description:
It was reported, that the patient presented to the emergency room. The right ventricular lead exhibited oversensing of far p waves and inappropriate shocks. Imaging revealed, that the lead had dislodged. Twiddlers syndrome was suspected. The helix of the rv lead was retracted, but was unable to be re-extended. A new rv lead was implanted successfully. The patient was stable.